Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device had several episodes of mode switch due to atrial lead noise over-sensing. The noise was replicated by having the patient move his left arm across his chest. However, the atrial sensitivity was already reprogrammed previously and the noise replicated no longer cause over-sensing on the device. No further changes were made on the atrial lead. The device also had recorded over-sensing episodes that occurred at the previous six month follow up and prior. These over-sensing episodes appeared to be from post paced t wave over-sensing and the device was then reprogrammed to resolve the issue. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-06522.